Manufacturer narrative:
This device was received for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
This is an updated complaint conclusion due to additional product evaluation. The results and conclusion codes were updated as well. As reported, the .018 3x4 40 slalom percutaneous transluminal angioplasty (pta) high-pressure (hp) balloon catheter was used for inflation, but it was not able to maintain positive pressure. The physician suspected an indeflator had any malfunction; therefore, it was replaced with another indeflator, but the same issue continued. There was no reported patient injury. One product was returned for analysis. A non-sterile slalom pta .018 hp 40 3x4 was received for analysis coiled inside a plastic bag. Also, a non-cordis balloon catheter, a non-cordis catheter sheath introducer and an unknown guidewire were received in the same plastic bag. Per visual analysis of the slalom pta .018 hp 40 3x4 unit, the balloon had been previously inflated. Blood residues were observed inside the balloon. The unit was thoroughly inspected at naked eye and no other anomalies were observed. Per functional analysis, balloon inflation testing was performed. The balloon was inflated at 16 atm and the balloon burst at the mentioned applied pressure. Nevertheless, neither pressure decay nor any leakage was observed on the balloon during the test prior to it rupturing. A product history record (phr) review of lot 82185238 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon - leakage - during positive pressure¿ was not confirmed during device analysis. Therefore, the exact cause cannot be determined. Functional analysis revealed the balloon inflated to 16atm and neither a leakage nor pressure decay was noted. The balloon did rupture at 16atm during functional testing. Based on the information available for review, it is difficult to draw a clinical conclusion between the device and the reported event. There was no malfunction of the device noted upon initial examination, the burst occurred while attempting to reach the balloon rbp. Procedural factors, handling of the device and previous inflations may have contributed to the subsequent rupture of the balloon during functional testing. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. (B)(4). Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
As reported, the .018 3x4 40 slalom percutaneous transluminal angioplasty (pta) high-pressure (hp) balloon catheter was used for inflation, but it was not able to maintain positive pressure. The physician suspected an indeflator had any malfunction therefore, it was replaced with another indeflator but the same issue continued. There was no reported patient injury. One product was returned for analysis. A non-sterile slalom pta .018 hp 40 3x4 was received for analysis coiled inside a plastic bag. Also, a non-cordis balloon catheter, a non-cordis catheter sheath introducer and an unknown guidewire were received in the same plastic bag. Per visual analysis of the slalom pta .018 hp 40 3x4 unit, the balloon had been previously inflated. Blood residues were observed inside the balloon. The unit was thoroughly inspected at naked eye and no other anomalies were observed. Per functional analysis, balloon inflation test was performed. At first, balloon was inflated at 14 atm (device¿s rated burst pressure) with the inflator device; neither a leakage nor a burst was observed on the balloon. Then, the balloon was inflated at 16 atm (above its rbp), thus the balloon burst at the mentioned applied pressure. A product history record (phr) review of lot 82185238 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon - leakage - during positive pressure¿ was not confirmed as the device passed functional analysis. The exact cause cannot be determined. Functional analysis revealed the balloon inflated as expected, neither a leakage nor a burst was noted. The device performed as intended, as the balloon was inflated to 14atm, the devices rbp and no anomalies were noted. The device was then inflated to 16 atm (above its rbp), resulting in balloon rupture at the mentioned applied pressure. Based on the information available for review, it is difficult to draw a clinical conclusion between the device and the reported event. However, procedural factors and handling of the device may have contributed to the reported event. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Additional information: phone number: (B)(6). Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the .018 3x4 40 slalom percutaneous transluminal angioplasty (pta) high-pressure (hp) balloon catheter was used for inflation, but it was not able to maintain positive pressure. The physician suspected an indeflator had any malfunction therefore, it was replaced with another indeflator but the same issue continued. There was no reported patient injury. The device will be returned for analysis.